Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a medium curve carto vizigo sheath and after the octaray¿ catheter was removed from the body, and the medical team pulled a fiber strand from a spline. Then, 3 additional fiber strands were pulled out of the catheter splines. The origin of the strands are unknown, but the octaray catheter was confirmed to be intact. The physician claimed the octaray seemed tight upon insertion but there were no issues with maneuvering the catheter. The catheter was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 6-nov-2025, the photo investigation was completed based on received photographs of the device. According to the pictures provided by the customer, it is observed a plastic thread; however the octaray catheter and the vizigo sheath were not observed on the photo provided by the customer. The plastic thread could be related to the polytetrafluoroethylene (ptfe) component that is part of the inner diameter of the medium curve vizigo sheath used on the procedure, and may have been the related to the handling of the devices during the procedure; however, this cannot be conclusively determined. A device history record evaluation could not be performed since the lot number was not provided. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).